Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that after implantation the patient experienced general severe pain, dyspareunia and urinary incontinence. It was reported that due to mesh erosion the patient had partial mesh removal on (B)(6) 2012. (B)(4). Dyspareunia.

Manufacturer narrative:
Date sent to the FDA: 07/18/2016. It was reported that following insertion the patient experienced incontinence. It was reported that patient underwent mesh revision on (B)(6) 2012 by dr. (B)(6) due to mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.